Manufacturer narrative:
On 3-may-2021, it was found that d.7a. Is this a single-use device?, d.8. Was this device serviced by 3rd party and d.9. Date device returned to manufacturer were omitted on the initial report. Manufacturer's reference number: (B)(4). The fields have been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: ptosis, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with a 450cc mentor memorygel breast implant (left) and an unspecified 475cc mentor gel breast implant (right) experienced bilateral ptosis, device migration, and left-sided rupture postoperatively. The patient underwent a bilateral revision surgery on (B)(6) 2021 for bilateral capsulorrhaphy and left implant exchange. During the surgery, the left-sided implanted was removed and replaced with a 475cc mentor memorygel breast implant (catalog #:3504751bc, left serial #: (B)(4)), and left-sided rupture was observed upon explantation. However, the right-sided device was removed and re-implanted back in the patient's right breast. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. Sterility, safety, and efficacy cannot be assured for damaged devices. This report is for the right-sided prosthesis.